Event description:
It was reported by the customer that the pyxis medstation es system drawer has failed and unable to open. The customer stated that the malfunction delayed in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the drawer was due to a medication lodged behind the drawer sensor. A field service engineer, removed the med and testing was conducted in hta, which confirmed that the drawer closed without any issues. The system functioned as intended.